Event description:
The patient is a (B)(6), female, admitted to the medical center on (B)(6), 2010 for laparoscopic cholecystectomy. The surgeon reported that the 5mm port used was leaking gas from the abdomen. There was no injury and no effect on patient care. The trocar was leaking co2 but it was leaking slowly and staff was able to keep up with it.

Event description:
Per the clinic, the patient reportedly experienced a decrease in performance. The results of an integrity test in 2008 indicate the device is not functioning within normal limits.explant and reimplantation is planned, but had not taken place at the time of this report.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010, during the same surgery the patient was reimplanted with another device. (B)(4).